Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion at l3-4 to extend a previous construct due to adjacent facet joint disorder and lumbar spinal canal stenosis. The tip of the extender broke off in the screw. The tip was not removed. No additoinal patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Only the shaft component returned for analysis. Shaft diameter determined to be within print specification. Unable to determine root cause of the foregoing event from the available information. A search of the complaint database did not identify any additional complaint returns with this part/lot# combination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.